Event description:
Reporter stated that her daughter received a result of 130 mg/dl on the aviva combo system while feeling sick, nauseated and vomiting. Reporter stated that the customer measured positive for ketones (ketones: +++) and she drove the customer to the hospital. Reporter stated that the customer's blood glucose level in the hospital was more than 500 mg/dl with an inform system about an hour later. Reporter stated the customer received "stationary treatment (infusion etc.)", was in intensive care for two days and in regular care for one week. Reporter also stated that sometimes the customer manipulates her blood glucose values with "water on her finger etc". No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).